Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Suspect medical device brand name = pipeline flex w/shield technology, model # ped2-450-30. The device has not been returned for evaluation; without return of the device, no definitive conclusions can be drawn regarding the clinical observation. Should the device be returned or additional information be received a supplemental will be submitted. Mdrs related to this report: 2029214-2017-00084 2029214-2017-00085 2029214-2017-00086.

Event description:
Medtronic received information that during treatment of an aneurysm located in the right ica three pipelines did not open as the patient had severe vessel tortuosity. It was reported that the (proximal, middle and distal) of the pipeline was positioned on a bend. The first pipeline (ped2-475-30) was attempted and the distal segment did not open. The physician manipulated the microcatheter by locking down the delivery wire and moving both to facilitate expansion of the pipeline. The physician also reduced the slack, with pushing and the pulling system; however the pipeline still did not open. The pipeline was resheathed more than two times, and less than 50 percent was deployed when it failed to open. The pipeline was brought out and the distal end was ¿locked¿ together. The microcatheter stayed in place for access and a second pipeline (ped2-500-20) was attempted and the same problem occurred while using the same technique. The pipeline began to be unsheathed and the distal end would also not open. The pipeline was removed through the microcatheter and the microcatheter stayed in place for access. A third pipeline (ped2-450-30) was attempted and upon unsheathing there was a "wine glass" effect occurring, as the middle section did not open. The pipeline was unsheathed more than 50 %, but was not opening successfully. Again, the same techniques were used. The physician concluded the procedure and rescheduled the patient for future pipeline treatment. No patient injury was reported.